Manufacturer narrative:
Product event summary: analysis confirmed that the device powered up with a black screen, the hard drive was faulty, as a result the hard drive was replaced and software was reloaded. It was also noted that the system fan was intermittently noisy, the tabs on the power cord bay door were broken and the feet pads were damaged on the lower case.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l programmer rf (radio-frequency) head; product ID: 2290 pacing system analyzer. (B)(4).

Event description:
It was reported the programmer screen remained black when turned on. The programmer was returned for repair. There was no patient involvement.